Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9560-24 univers revers¿ modular glenoid system modular baseplate 24 mm batch number: 15338548 was received for investigation. Visual evaluation of the returned device noted deep nicks and striations on the surface of the device. Visual inspection also noted damage to the threads of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces when inserting the locking screw and/or misaligned insertion.

Event description:
It was reported that during an inverse shoulder prosthesis surgery with mgs the thread of the glenosphere screw did not hold inside the base plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.